Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 103 mg/dl. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump passed self test and displacement test. The insulin pump was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly.